Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two full breach insulation degradation at 5.3cm to 5.4cm and 5.4cm to 5.5cm from the connector pin exposing the outer coil located adjacent to the connector boot. Surface cracking was noted at this location. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.